Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light blue main body of a peritoneal dialysis (pd) transfer set was cracked. This was observed during use of the device for peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Correction made to e1: initial reporter e-mail: (B)(6) (previously submitted as asku) correction made to h4: device manufacture date: 12/27/2018 (previously submitted as ni). H10: the actual device was not available; however three (3) photographs of the sample were provided for evaluation. The photographs were visually inspected and a cracked main body was observed. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.